Event description:
Follow-up information received from a healthcare provider (hcp) reported that the patient was treated at a hospital that the hcp did not have privileges at. The hcp was not notified of any concerns, but the patient's wife stated he had tremors in the emergency room (ER) and was at baseline at the time of the report. The patient had an appointment scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 3389-40, lot# j0327094v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3387-40, lot# j0454848v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported the patient had a return of tremors after he fell and broke his right arm on the day of report. The implantable neurostimulator (ins) on the left side was checked with a patient programmer, and it was on. The right side ins was not checked as a compatible programmer was not with the patient. No outcome was reported regarding this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received. Refer to manufacturing report #3004209178-2014-22159 as the patient had two inss and it was not clear which was the issue.

Event description:
Additional information received reported the patient had an injury when the fell and broke their arm. The patient was not aware of receiving a patient programmer for their most recent implant. Next week, the patient planned to have their implantable neurostimulator (ins) replaced due to normal battery depletion.